Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. The customer blood glucose level was 227 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the insulin pump was saying button error and the customer was unable to clear. The device will be returned for analysis.